Manufacturer narrative:
Based on the received information from the field, damage to the active electrode, likely caused by excessive mechanical stress as result of the reported trauma to the head, appears likely. However, due to the damaged status in which the device was received for investigation, the exact location of the suspected wire fractures could not be located. All the extensive observed mechanical damages are attributable to the removal surgery. Furthermore in situ measurements showed one channel with hi status in 2018 due to undetermined reasons. This is a final report.

Event description:
The user has no more hearing sensation with the device after suffering from a head trauma. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device after suffering from a head trauma. The user has been re-implanted on (B)(6) 2019.